Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty filling multiple cartridges with insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer swapped out the needle tip to resolve the issue.